Manufacturer narrative:
The reported field event of the stylet stuck in the lead was confirmed in the laboratory. Visual examination of the lead noted the stylet coating to be stripped and bunched distal to connector pin. This most likely would have led to difficulty removing the stylet. Laboratory testing has found that polytetrafluoroethylene (ptfe) integrity can be compromised due to several factors, including extended implant durations, tortuous venous anatomy, manipulation of the proximal quartet lead body, and interaction with the delivery sheath (including valve & hub). If resistance is encountered during the implant procedure, it is recommended to remove the stylet immediately. All other damages were consistent with those incurred during the implant procedure.

Event description:
During device implant, the stylet could not be removed from the lead. The lead was exchanged and the event was resolved with no adverse consequences for the patient.